Event description:
The customer reported to vyaire medical that the vela ventilator is not working, and a transducer fault error was found during set up prior patient use. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed an order for a part replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.